Event description:
Rn was attempting to access a pt port. She discarded needle as pt port did not have blood supply. She says she engaged safety and heard it click in place. When she picked up needle to dispose of it, the safety disengaged and struck her finger.